Manufacturer narrative:
The impella cp was received and 2 kinks were confirmed on the pump's catheter. No further damage or deficiencies were observed. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps from this lot. The root cause of these kinks were attributed to the clinical account attempting to wirelessly re-access the left ventricle, which is contradictory to the instructions for use for this device.

Manufacturer narrative:
The impella cp has been received from the customer and an investigation is underway. A supplemental report will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) male caucasian presenting with acute myocardial infarction and cardiogenic shock for cardiac support with the impella cp. During support, the device fell out of the left ventricle and physician was unable to re-cross the aortic valve for proper repositioning. The device's cannula had kinked, requiring intervention via snare in order to unfold and explant the device. Patient received cardiac support with insertion of a second pump. Patient did not suffer any lasting harm as a result.